Manufacturer narrative:
(B)(4). PMA/510(k) #: exempt. The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported during a cyst removal procedure, upon retrieval of the patient's stone, the ngage nitinol stone extractor basket failed in capturing the cyst. The basket would not open and close. No broken piece. They proceeded with a new ngage to conclude the procedure. No unintended portion of the device remained inside the patient¿s body. No additional procedures were required due to this occurrence. No adverse effects or consequences were reported to the patient due to this occurrence.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The device was returned with the handle in closed position and the basket formation in the closed position. The collet knob is tight and secure. The mlla (male luer lock adaptor) is tight. The pett measured 3.5 cm in length. A functional test determined the handle actuated the handle; however, when it closed position, a visual examination noted there is a gap in the basket formation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Measures have been previously initiated to address this issue.